Event description:
Patient reported obtaining a blood glucose result of 194 mg/dl at 9:30 am, while using the suspect device. Patient reported having barbequed chicken and a diet soda. Two hours later, patient reportedly had 2 burritos and an apple. Patient stated that, 7.5 hours later, he delivered 50 units of nph insulin and 6 units of rapid-acting insulin. Approx 30 minutes later, patient reportedly lost consciousness. Patient stated that, while unconscious, his blood glucose was measured using the suspect device with results of "hi" (> 600 mg/dl) and 71 mg/dl (back to back tests). Patient's spouse reportedly treated him with glucose paste and phone emergency medical services. Upon their arrival, ~5 minutes later, patient's blood glucose reportedly measured 17 mg/dl, on paramedics' blood glucose monitor. Patient indicated that he was treated, by paramedics, with an intravenous glucose solution, after which he regained consciousness. No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.